Manufacturer narrative:
(B)(4). Per the new information received from the field clinical specialist (fcs), the failure mode is distal tip tear.

Manufacturer narrative:
Investigation is still pending.

Event description:
As reported by the field clinical specialist, during a 29mm sapien 3 transcatheter aortic valve replacement (tavr) procedure via subclavian access, resistance was met while inserting the first esheath. A split occurred on the distal end of the sheath. The esheath was removed, and a new sheath was prepped. The patient tolerated the procedure well and was transferred to intensive care unit in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the left subclavian artery was calcified and undersized during manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as the complaint device was not provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. As reported, ''resistance was met while inserting the first esheath.'' Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' The provided imagery revealed the patient had calcified, undersized access vessels. Calcification can present as an obstacle for inserting the sheath. Also, calcification, in addition to an undersized diameter, can reduce the vessel lumen diameter and may increase restriction and friction, constraining the sheath and leading to difficulty inserting/advancing the sheath. Furthermore, if the distal tip of the sheath hits a block of calcification, the tip may get damaged. As such, available information suggests patient factors (calcification, undersized vessel) may have contributed to the reported complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.